Manufacturer narrative:
Vyaire file identification: (B)(6). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator monitored vte (exhaled tidal volume) is out of specification. The expiratory flow sensor was replaced but the expiratory volumes are still reading high at 570. As of this time, there is no information about patient involvement associated with this reported event.